Manufacturer narrative:
Product investigation summary: it was reported that three (3) devices did not operate as intended during a matrix procedure. A matrix holding sleeve (part 03.632.036 / lot 9907547) was found to be chipped prior to use and both a matrix t-handle t25 driver (part 03.632.004 / lot 6631079) and a matrix t25 shaft (part 03.632.002 / lot 6968776) were stripped intra-operatively. The returned devices were forwarded to customer quality for investigation where the complaint conditions were able to be confirmed in each instance. The returned driver (03.632.004) was examined and the complaint condition was able to be confirmed as the driver was found to be worn with all six of its lobes damaged. The relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level, shaft, and tip. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; however, the failure mode is consistent with incorrect technique/application of excessive force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal procedure three of the instruments used during the surgery did not operate as expected. After placing two screws, the surgical technician noted that the third screw was difficult to load. The technician examined the tip of the matrix long holding sleeve and noted that there was a chip missing for the top thread. It is uncertain when the device became chipped, but the surgeon confirmed that there was no device fragment in the surgical field (patient wound). This was verified with an x-ray taken at the end of the procedure. Secondly, before placing the rods, the surgeon wanted to adjust the position of two screws. Reportedly the surgical technician handed the surgeon the matrix t-handle t25 driver. The surgeon had difficulty with the patient's fascia and muscle while trying to position the right trajectory to allow the screwdriver to fully seat in the screw head. The surgeon adjusted the screws to his satisfaction and handed the t-handle back to the surgical technician. The technician then noticed that the tip of the device was notched and malformed. The device was removed from the surgical field and placed on the back table for the remainder of the case. Finally, while tightening the set screws with the matrix short t 25 shaft, the surgeon had a difficult time again with the patient's muscle with regard to seating the screwdriver in the set screw again. This caused the driver to slip a couple of times and the tip of the shaft to become misshapen. It was further clarified that the flanges at the tip of the device (meant to expand to the tip) no longer advanced to the tip; the flanges were either broken off or compressed into the shaft. A backup t25 shaft was used to final tighten the remaining set screws and complete the case successfully without any additional medical intervention being required or patient harm. The patient status was reported to be "good" at the end of surgery. There was no report of surgical delay due to the reported issues. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.